Event description:
It was reported that, "upon trial impaction, the head was addressed with head impactor and then hit with a mallet. Head then split in half. No pieces were left in pt."

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. If additional information becomes available then it will be submitted in a supplemental report.